Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had harder to press buttons. The customer stated insulin pump just stopped and doesn't give insulin, even after changing reservoir, infusion sets and battery customer was not getting insulin as it was supposed to be. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.